Manufacturer narrative:
(B)(4). The third party biomed evaluated the customer¿s device and verified the reported issue. Later when the device was brought back to their shop for further evaluation, the device display was functional. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A third party biomed, contacted physio-control to report that a customer¿s device intermittently would have a blank display. In this state defibrillation therapy may not be available to a patient if needed. There was no patient use reported for this event.

Event description:
A third party biomed, contacted physio-control to report that a customer¿s device intermittently would have a blank display. In this state defibrillation therapy may not be available to a patient if needed. There was no patient use reported for this event.

Manufacturer narrative:
Physio-control was later made aware that the device was not repaired and was removed from service. The device was not returned to physio-control for evaluation. The cause of the reported issue could not be determined. Device not evaluated by manufacturer.